Manufacturer narrative:
G4: 28mar2020 b4: (B)(6)2020. The cpu board (central processing unit), pm (power management) board and ui (user interface) assembly were returned for analysis. A visual inspection of the returned components were performed, no notable conditions were found. The returned components was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault could be found with any of the returned parts. The customer complaint could not be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18dec2019.

Event description:
The customer reported settings changing without touching the screen. There was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported issue. The service technician replaced the pm pcb (power management printed circuit board) and this resolved the reported issue. As a preventative measure, they also replaced the ui (user interface) assembly and the cpu (central processing unit). The ventilator was calibrated successfully and passed all required testing.